Manufacturer narrative:
Results of investigation: the alarm module was evaluated by the failure analysis lab where the reported issue was reproduced and isolated to a software anomaly on the alarm module printed circuit board.

Manufacturer narrative:
Carefusion complaint number: (B)(4). When the unit is received and evaluation is completed or in the event additional information becomes available a follow-up report will be submitted. (B)(4). The unit has yet to be received for evaluation.

Event description:
Per the customer this unit was alarming "speaker fault" they are stating that the problem is with the alarm printed circuit board. There is no allegation of patient involvement.